Manufacturer narrative:
We rec'd used and unused samples in 2007. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 28 november 2007.

Event description:
The balloon deflated due to the air leaking from stopcock.